Manufacturer narrative:
Technical services discussed possible indications for the observations, and noted that a save to disk would be beneficial to determine the root cause of the reported observation. At this time no save to disk was provided.

Event description:
Boston scientific revealed information that there was insufficient minute ventilation response when a new device was implanted. The minute ventilation worked sufficiently with the previously implanted device. No adverse patient effects were reported.